Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.

Event description:
A report was received that the pt's precision system was explanted due to infection at the pocket site. The pt was treated with antibiotics and is reportedly doing well. The physician does not believe the infection was device related.